Event description:
In 2007, the company received a report where it was claimed that the device developed a "cuff leak" during patient use. Replacement of the device was required.

Manufacturer narrative:
The device is expected to be returned, but has not yet been received at the manufacturing plant for investigation.